Event description:
This x-ray system suddenly turned off without a power failure.

Manufacturer narrative:
Eval method, results and conclusions: the investigation is still ongoing on this event. When the investigation is completed a follow-up report will be sent to the FDA.